Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) within its advancer tubing. Visual analysis revealed that the guide wire was separated near the distal weld. Based on dimensional analysis, the core wire separated at least 24mm from the distal weld. The separated portion of the guidewire which included the distal weld was not returned. The point of separation appeared discolored which is consistent with undue force being applied. Further visual inspection of the swg revealed two kinks in the body of the swg near the separated portion. The kinks in the swg measured 10mm and 17 mm from the separated portion of the distal weld. The total length of the swg measured 572 mm which indicates that at least 24 mm of the guidewire was not returned per swg product drawing. The outer diameter of the swg measured 0.805 mm which is within specifications of 0.788-0.826 mm per swg product drawing. The undamaged portions of the returned wire were inserted through a lab inventory ars and 18 ga introducer needle per IFU which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The swg was able to pass through with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit warns the user "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire separated during use was confirmed through examination of the returned sample. The guide wire was separated near the distal weld. Based on dimensional analysis, the core wire separated at least 24mm from the distal weld. The separated portion of the guidewire which included the distal weld was not returned. The point of separation appeared discolored which is consistent with undue force being applied. The guide wire was also found to contain two kinks in its body. A device history record review did not identify any manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pound force which is greater than the iso 11070:2014 specification. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. Md found the j-tip guide wire bent. So md judged as defective product and finished the procedure using new product". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. Md found the j-tip guide wire bent. So md judged as defective product and finished the procedure using new product". No patient harm reported. The patient's condition is reported as fine.